Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. X-ray inspection found the inner coil was over torqued at the connector region and the helix was compressed/ damaged consistent with procedural damage. The cause of helix mechanism issue was isolated to blood in the helix region, over torqued of the inner coil, and helix being compressed / damaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was dislodged. During revision procedure the rv lead dislodged again, and the helix had difficulty extending. The procedure was completed by replacing the rv lead. The patient was discharged from the hospital after the procedure.